Manufacturer narrative:
Corrected data: h6- medical device problem code: "2923" should be added. Additonal data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -12.0/+1.5/114 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault with rotation. On (B)(6) 2023 the lens explanted, and the problem was resolved. Status of the eye: "correct". The cause of the event is unknown. Cause details provided: "we chose the bigger diameter, but the vault continued low." D6b. (B)(6) 2023 should be removed and (B)(6) 2023 should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic and haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.0/1.50/114 was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault. It was reported that this explant resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).